Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 02-020-12-0350 - truliant ps por fem ps por right sz 5 5815153. 02-022-55-5040 - truliant por tib tray size 5f/4t 5991400. 02-029-99-1001 - fluted headless pin 3.0" square head 015979. 02-029-99-1002 - threaded head pin 2.3" square head 359010.

Event description:
It was reported that this patient's right knee was revised approximately 4 years post op. Surgeon performed insert and patella exchange. Patella was converted to competitors device. Insert was replaced with exactech insert. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11. MDR section codes updated/corrected: a, b, c, d, e, g. The revision was likely the result of tibial insert and patella component inclusion in the packaging recall and potential prosthesis wear. Possible causes of the potential polyethylene wear include third body wear, patient-related factors, the inclusion of the polyethylene in the packaging recall and/or any combination of these possibilities. However, the prosthesis wear was unable to be confirmed based on the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.